Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, upon the first inflation the balloon ruptured at 20 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number corrected from 16358141 to 18019646. Device expiration date corrected from 09/03/2016 to 05/31/2018. Device manufactured date corrected from 09/06/2013 to 05/26/2015. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with no other devices. There was contrast inside the balloon, with loose balloon folds. The balloon, balloon bonds and markerbands were microscopically examined and there were no damage or irregularities noted. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, upon the first inflation the balloon ruptured at 20 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.